Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), implanted: (B)(6), 2013, product type: recharger. Product ID : 7482a51, serial# (B)(4), implanted: (B)(6), 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6), 2008, product type: extension. Product ID: 64002, lot# n211756, implanted: (B)(6), 2010, product type: adapter. Product ID: 37642, serial# (B)(4), implanted: (B)(6), 2010, product type: programmer, patient. Product ID: 3389s-40, lot# v104837, implanted: (B)(6), 2008, product type: lead. Product ID: 3389s-40, lot# v159795, implanted: (B)(6), 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had an MRI and his right brain showed a low reading for 4 and 6 of 68 ohms. They had low impedances for ¿a little while.¿ it was further reported the patient was doing fine. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.